Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open abdominal aortic aneurysm procedure on an unknown date and suture was used for a vessel repair within the lower limb. During the procedure, the suture continued to snap at the thread whilst trying to complete an anastomosis. However, they were able to tie off the suture on each bite. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.